Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: (B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices locked out. The surgeon opened them by pulling the handles apart. A new device was used to complete the procedure. There was no impact to the patient.